Manufacturer narrative:
An event regarding loosening rom and pain insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [....] ¿ cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
This pi is for the poly swap performed on (B)(6) 2019. In reporting a revision of the patient's right knee on (B)(6) 2019, rep was informed the patient had a prior revision due to pain and motion issues. A soft tissue debridement was performed and a ps insert was revised to a cs insert. Rep provided a webops report, an excerpt from an operative report, explant pictures and x-rays from (B)(6) 2019 and reported that no further information will be available.